Manufacturer narrative:
The initial MDR was filed on june 27, 2017. Additional information (08/03/2017): a siemens headquarters support center specialist reviewed the service report and concluded that the dual resolution dilutor seals may have been faulty and potentially cased the discordant, falsely elevated intact parathyroid hormone result on one patient sample. MDR 2247117-2017-00077 was filed for the same event.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. Prior to the cse visit, the customer performed precision testing on all levels of quality controls and the results were on the higher side of the expected range. The cse performed a total service call and inspected the probes and dispense angles. The cse replaced the dual resolution dilutor seals and inspected the water and substrate probes. The cse performed a water test and ran quality controls. The cause of the discordant, falsely elevated ipth results on one patient sample is unknown. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely elevated intact parathyroid hormone (ipth) results were obtained upon initial and repeat testing with neat and dilution runs on one patient sample (original and new sample tubes) on an immulite 2000 xpi instrument. The original sample was initially tested on (B)(6) 2017 on the same instrument (s/n: (B)(4)), also resulting falsely elevated. The discordant result from (B)(6) 2017 was reported to the physician(s), who questioned it. A new sample was obtained from the patient and was sent to an alternate laboratory where it was tested on an alternate platform, resulting lower. The original sample was repeated by the customer on an alternate platform and on an alternate immulite 2000 instrument, resulting lower each time. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated ipth results.